Event description:
Patient presented to the physician with rib pain localized at the site of the placed sense lead. Physician brought the patient into the or, removed the original sense lead, placed a new sense lead in an alternate location, re-sutured, and closed the incision site. This resolved the issue.